Event description:
It was reported that prior to use of the bd vacutainer® sst tubes, there was foreign matter inside four (6) tubes and one (1) tube had a stopper molding defect. There were no health impact or consequences reported.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. Investigation summary: bd received seven (7) samples and four (4) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter and stopper molding defect was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter and stopper molding defect with the incident lot was observed. 6 of the 7 customer samples failed for fm (2 customer samples failed for embedded fm and 4 customer samples failed for fm-unknown). 1 of the 7 customer samples failed for defective stopper molding. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter and stopper molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.